Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The tabletop was replaced to resolve the issue..

Event description:
The hospital noted that, during a case, the oxygen flush button was sticking. There was no reported patient injury.